Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify the reported problem from the alarm history log. It was determined that the plunger cable was the root cause and replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device had a force sensor bgnd alarm, during occlusion. There was no patient involvement.